Event description:
The hosp reported that over the course of several endoscopic vein harvesting procedures, the lens on the 7mm extended length endoscope became foggy. The hosp stopped using the device once it was determined that the image was too foggy. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The product was returned for investigation. Note: the hosp was unable to provide the exact event date.

Manufacturer narrative:
Investigation: the endoscope was returned to the factory for eval. It showed signs of usage. There was no evidence of blood on the device. A visual inspection determined that the end of the metal tube that houses the lens was bent and the lens had cracked, which caused the image from the scope to appear foggy. The condition of the device is consistent with handling damage. Based upon the eval results, the reported complaint was confirmed. (B)(4).